Manufacturer narrative:
Additional information was received from the olympus sales representative. The device will not be returned. The sales representative went onsite and assisted in troubleshooting with the customer to resolve the issue. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Event description:
The olympus representative reported that the customer observed no image when plugging in the scope during preparation for use for an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as the customer confirmed they were mistaken with their scope. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint.